Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt "broke" her left implanted device. It was reported via email that there was a neurostimulator device in the left flank and one in the right stomach region, and the pt has had several surgeries to fix them. Add'l info was requested.